Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. The first photo shows the introducer sheath inserted in the patient's body. The conquest balloon seen held close to the sheath. The balloon looks partially deflated and bloody. The second photo shows the introducer sheath inserted in the patient's body. The conquest balloon is seen loaded on a guidewire. The guidewire is inserted in sheath while the balloon is held outside the body. The balloon looks partially deflated and bloody. No specific anomalies noted. One video was provided and reviewed. The video shows the introducer sheath inserted in the patient's body. The conquest balloon is seen loaded on a guidewire. The guidewire is inserted in sheath while the balloon is held outside the body. Liquid is seen streaming from the balloon from an unclear source as the balloon is being inflated. No other anomalies noted. Therefore, the investigation is inconclusive for the reported balloon rupture as no evidence of rupture can be determined. The investigation is confirmed for the identified leak as water is seen streaming from the balloon from the provided video. However, the specific cause of the leak cannot be determined. A definitive root cause for the reported balloon rupture and identified leak could not be determined based upon the provided information. Labelling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2024).